Event description:
It was reported that during a lap gastric bypass procedure, the device would not fire. The surgeon noticed that the knife indicator arrow was facing backwards so he withdrew the blade and tried firing the device again and it still would not work. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.